Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during and unknown procedure the device was returned to materials with a not that the tissue pad fell off of the device. It is not know if it fell into the patient. There is no additional information available from the account. There was no patient consequence reported. The device will be returned, it was held until this time in risk management.